Manufacturer narrative:
(B)(4). G2 - foreign - australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint can not be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a solid 3.5 mm non-locking screw broke during insertion through a pilon plate into the proximal tibia. The screw fractured just below the neck before it was fully seated onto the plate. The portion of the screw already within the cortex could not be retrieved, but there was no screw prominence and no significant surgical delay. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.